Event description:
The facility reported an infusion pump with an overinfusion. The event reportedly occurred during patient infusion of fentanyl. Fentanyl 100ml was programmed to infuse at a rate of 10 ml/hr. The amount infused according to the pump was 36.2 ml when the nurse noted the bag was empty and the drip chamber was collapsed. The pump indicated that 68.48 ml was remaining to be infused. The incident occurred in the intensive care unit. Reportedly the patient needed more frequent monitoring as a result of the incident, but the biomed did not have any further details regarding medical intervention or patient demographics. The nurse manager of the intensive care unit was called and the following additional information was provided. The patient was receiving fantanyl for chronic pain and she is an oncology patient. After noting that the bag of fentanyl overinfused, the fentanyl was held for two hours and then was restarted at previous dose. The patient did not have any injury. The patient was intubated prior to the event and did not sustain any respiratory complications as a result of the incident.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 02, 2007. Evaluation summary:evaluation was completed and the customer's reported condition of overinfusion was not confirmed nor duplicated. The pump was programmed as an infusion using calculated concentration values found in the event history; calculated. Concentration. 0.0100 mg/ml, calculated rate of 10.0 ml/hr. The pump delivered 100mls in 10 hrs. Three additional accuracy trials were performed on each pumphead with the following results:test #1:ch.a: -4.95% ch.b: -4.20% ch.c: -5.05%test# 2:ch.a: -4.25% ch.b: -3.65% ch.c: -4.60%test# 3:ch.a: -4.45% ch.b: -3.65% ch.c: -4.30%